Manufacturer narrative:
A spacelabs technical support representative remotely connected and moved the affected telemetry patients to a new host xhibit telemetry receiver (xtr). Once the patients were transferred, the issue was confirmed resolved. In a follow up call with the customer, the biomed stated that they inspected all hardware and associated backup batteries and could not find any failures. Cause of failure could not be identified as no issue was found. Note regarding b4, UDI field: only the gtin information for the reported device was provided as the serial number was not available.

Event description:
The customer reported that following a generator test, five telemetry beds failed to return to the central station to resume normal monitoring. There was no patient or user harm associated with this event.